Manufacturer narrative:
Date rec¿d by MFR: 23aug2019. Date of report: 26aug2019. The manufacturers international service technician confirmed the nav ring failure. A credit was issued on ra (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Defoa-nav-ring failure. There was no patient involvement.